Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis

Event description:
It was reported that during an open colectomy procedure, the device was fired and there were malformed staples. Half the staples were wide open and the other half were bent on one side. The tissue was no too thick. The surgeon is very familiar with this device. Another device was used to complete the procedure. No adverse consequences reported. Device discarded.